Event description:
The hospital reported that during a coronary artery bypass procedure the acrobati stabilizer z would not lock into place when the knob was turned. They did not turn the knob suddenly or rapidly. The device worked as expected until they had to reposition the heart. It unlocked as expected but then they could not get it to lock again. The case was completed by opening a second device. No patient harm.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/08/2022. An investigation was conducted on 01/03/2023. Signs of clinical use and evidence of blood was observed. A mechanical evaluation was conducted. The positioner was attached and locked onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions. Based on the returned condition of the device as well as the evaluation results, the reported failure ¿positioning failure" was not confirmed. The lot # 3000248825 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.